Manufacturer narrative:
Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a spinal fusion procedure. It was reported that the surgeon overextended the clamp, stripped the retention ring, and lost the washer. They were able to locate the missing washer.

Manufacturer narrative:
Additional information: medtronic received additional information that there was a reported 10-15 minute delay to the sacroiliac and thoracolumbar procedure do to the reported issue.